Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator wires were evaluated and reconnected. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an "iris too large" error. There was no report of a customer or user injury.